Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed pump reboots. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The battery cap was unable to secure onto the pump, but the pump powered on with the test cap. The 24 hour duration test was unable to be completed due to the inability to perform a 24 hour basal program exercise. The pump was opened and no moisture or loose components was found inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored, and the battery compartment was cracked.